Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. In the absence of a returned product, a review of complaint history, review of quality control, and a review of trends was performed during investigation. Balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, (rbp) is documented in the instructions for use (IFU) and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. Without the complaint device, a thorough root cause analysis is not possible. The event description does not state if it was suspected that the balloon ruptured or suffered some other damage, inflation pressures were not provided not was a description of patient anatomy other than "heavily calcified plaque in the sfa" which could lead to device failure. Device rupture resulted in difficulty withdrawing and removal. In the absence of complaint detail, it is difficult to determine factors other than patient anatomy that may have contributed to this complaint. Due to this absence of detail, the root cause for this complaint is inconclusive. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). Due to this absence of detail, the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.

Event description:
The balloon ruptured on a heavily calcified plaque in the sfa. There was some resistance on attempted removal through the sheath; which the doctor has experienced before, but they have always come out ok. On this occasion; however, the distal balloon fractured off. It was stated that excessive force was not used. The doctor was able to snare and remove. Will remove the sheath and balloon going forward. Patient outcome was requested, but no additional information was provided by the reporter.